Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain. The break in aseptic technique was further described as the patient ¿accidentally touched something and contaminated himself because he was trying to do pd therapy in a really dark room.¿ on the same day as onset, the patient was hospitalized for five days for the peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (date unspecified, dose and frequency not reported). On unknown dates in the same month as being discharged from the hospital, antibiotic treatment for the peritonitis was completed and the patient recovered from the event. On an unreported date, the patient was retrained in proper aseptic procedures for performing pd therapy. Automated pd was ongoing at the time of this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.